Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery an ophthalmic operating console had issues in holding the vacuum and sometime it was not working at all. Procedure was completed on the same day with out any harm to the patient.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.10. The company representative confirmed and replicated the reported event. As such, the fluidics was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The root cause of the reported event is attributed to nonconforming fluidics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).